Event description:
The staple was jamming.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. A loose staple was also returned. The returned stapler w as visually examined with and without magnification. Visual examination of the returned sample revealed that the bottom was partially detached from the cover block. The stapler appears used as there is biological material present on the device. It appears that the bottom was not properly welded onto the cover block. A nonconformance has been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom partially detached from the cover block. It appears that the bottom was not properly welded to the cover block. A nonconformance has been opened by the manufacturing site as a result of this issue.

Event description:
The staple was jamming.